Manufacturer narrative:
Plant investigation: the actual device was returned. The failure analysis confirmed that the returned device sustained damage. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the clic device had blood on white paper inside the filter. The biomed stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The biomed stated that they were unable to provide any other information as the blood leak was discovered after the patient had disconnected. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information was requested, however, to date not provided